Event description:
A report was received that the patient has been hospitalized with a staphylococcus infection at the pocket site. The patient was prescribed IV antibiotics and was told to leave the device turned off. The physician doesn't believe that the infection is device or procedure related. No further course of action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device found it to be satisfactory.